Event description:
The customer reported an air leak from the scope. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the coating of the bending section was peeled off. This report is being submitted for the malfunction found during evaluation (peeled coating). There was no harm or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the coating of the bending section was found to be peeled off due to deterioration. The reported event (leak) was confirmed. Service found a leak due to holes in the insertion section caused by external factors. In addition, service found angulation was insufficient due to elongation of the angle wire, the cleaning brush could not be inserted due to crushing of the forceps channel, the bending section and insertion section were crushed, there was evidence of liquid leakage in the control body and grip, and there were scratches on multiple parts of the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the peeled coating that was noted during the device evaluation. A review of the device history record found no deviations that could have caused or contributed to this problem. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the device was mishandled or subjected to stress forces during operation. Olympus will continue to monitor field performance for this device.